Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post implant when checking the device high pacing thresholds were seen and the pacing impedance measurements had risen as well as poor sensing was noted. An x-ray confirmed that this right ventricular (rv) lead had dislodged. The patient was brought in for a repositioning procured but upon attempting to reposition the lead the helix would not retract thus the lead was removed and replaced with another lead. It was noted that the insulation was damaged on this rv lead likely due to the lead being placed in a cleaning solution made of disodium carbonate compound with hydrogen peroxide which is corrosive compound and it was believed that this corroded the insulation of the lead contributing to the initial issue noted. The rv lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that this lead was discarded and will not be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and confirmed the insulation torn and pulled apart and insulation was missing on one area of the lead. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have contributed to the observed dislodgement.

Event description:
It was noted that the solution of disodium carbonate corroded the insulation but did not contribute to the initial problem reported.

Manufacturer narrative:
Upon analysis this investigation will be updated.

Event description:
Additional information noted that this lead was returned.